Event description:
The customer alleged questionable results for 1 patient on the cobas analytical e module for the intact human chorionic gonadotropin + beta- subunit (hcg+beta) assay. The customer stated that they obtained an initial hcg+beta result of 0.1 miu/ml with a data flag, which was reported outside the laboratory. Repeat testing yielded a result of 76 miu/ml with a data flag, which was reported outside the laboratory as a corrected report. There was no allegation of serious injury or death associated with this event. The lot number of hgc+beta reagent was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6). (B)(4).